Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During the fenestrated evar procedure on the (B)(6) male patient with abdominal aortic disease, it was noted that at several points on the device, there was blood squirting out of the valve. The valve was extremely leaky resulting in the patient losing approximately 20 cc's of blood. A replacement was opened and use to complete the procedure. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device noted the silicone disc within the sheath valve had been slightly unseated. "The disc had been pushed just inside the valve cap. Bio matter was lodged between the disc and cap. Functional/microscopic testing confirmed leaking in five points around the disc. It is likely whatever was pushed through the sheath unseated it just enough to allow for a leak pathway. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, it is feasible to suggest that during the insertion of another device caused the silicone disc to become unseated. Root cause was determined to be product received excessive pressure. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
During the fenestrated evar procedure on the (B)(6) male patient with abdominal aortic disease, it was noted that at several points on the device, there was blood squirting out of the valve. The valve was extremely leaky resulting in the patient losing approximately 20 cc's of blood. A replacement was opened and use to complete the procedure. The patient did not require any additional procedures due to this occurrence.